Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the (2) tsw35 instruments did not function properly during surgery. They did not fire when clamped on to the tissue nor when released from tissue. No further details were recorded. Another instrument was used to complete the case. There was no consequence to the pt.